Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated device displayed noise and oversensing which lead to greater than two seconds of asystole for the patient. Noise was able to be recreated with isometrics. All other lead diagnostics were noted to be normal. The patient was symptomatic. The rv sensitivity was reprogrammed and the system will continue to be monitored. There were no adverse patient effects reported.